Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 15mg/ml at 4.916/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that more medication was aspirated from the pump during a refill or refills than expected. There was an issue at the sutureless connection, exact location unknown, that impeded flow. The issue was discovered during pump replacement. The physician replaced the sutureless connector and removed 1.7cm from the spinal segment of the catheter after which csf was successfully aspirated. After sutureless connector was replaced the dose was decreased by 10% to 4.423. The issue was reported as resolved at the time ofthe report. The patient status at the time of the report was noted as alive, no injury. On 12/07/2015 additional information reported that the pump replacement was scheduled due to normal eri. This reporter did not know when the volume discrepancy started. Further follow-up was being conducted to obtain when the volume discrepancy started. If additional information is received a follow-up report will be sent.